Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to verify compromised force sensor system alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched display window. The insulin pump was received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 12 mmol/l at the time of incident. The insulin pump will be returned for analysis.